Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (15mg/ml at 3.214mg/day), fentanyl (7000mcg/ml at 1499.6mcg/day), and clonidine (2000mcg/ml at 428.5mcg/ml) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was contacted the night prior to procedure as a battery depletion replacement, no information given about the patient or the procedure other than the case being scheduled. The patient system was infected. The cause of the event was unknown. No diagnosis was performed. Action/intervention: admitted to the hospital and treated with antibiotics. The system will not be replaced in the future. The physician decided to explant the devices after admitting the patient. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (B)(6); product type: 0184-catheter; implant date (B)(6) 1999; explant date (B)(6) 2024. Product ID 8578 (lot: n242489014); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.